Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a head/neck flap procedure, the doppler probe failed to produce sound. A second probe was opened and used. Procedure completed successfully. No patient harm reported; impact limited to procedural delay and device replacement intra-procedure. No additional information has been provided. . Dp-sdp001 swartz probe 2026-05-0000409.